Event description:
It was reported an angio-seal was selected for use. A pre-insertion angiogram was performed and the case notes of the deployment are as follows: the physician located the artery, set the anchor, and pulled back the device and used the compaction tube to attempt to compact the collagen and achieve hemostasis. The patient was anticoagulated during the deployment procedure (type and dose unknown). The physician felt the anchor in place on the anterior border of the artery but when using the compaction tube, the physician could not find the collagen in the arteriotomy and was manually moving the anchor in and out of the artery. It was confirmed the device was not anchored in the artery and hemostasis was not achieved. The physician could not retrieve the device and placed a clip on the suture to prevent the anchor and collagen from moving into the blood stream. The patient was taken to surgery where the artery was dissected and the angio-seal was removed. Post surgery, the patient was taken to the high dependency unit and remains in stable condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.